Event description:
It was reported a 6f sts plus angio-seal vascular closure device was used to seal the arteriotomy site post diagnostic coronary angiography. Difficulties were encountered during deployment. The physician felt resistance with the insertion of the sheath and dilator, but continued the deployment procedure. The physician inserted the carrier tube, applied traction to the device, and the device and anchor came out. Manual compression was applied to the pt's groin. The pt developed thrombosis in the right leg which resulted in an ischemic foot. The pt rec'd thrombectomy to correct the situation. A pre-deployment angiogram was not obtained.